Event description:
A customer contacted beckman coulter inc (bci) stating that a bun reagent pack was leaking.no injury was reported.

Manufacturer narrative:
The customer was sent a replacement for the reagent pack.